Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted for uknown other/non-product experience. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled out the initial implant branch. The physician performed another venogram at the time of lead revision, and wanted to go after a different vessel which required a different lead. The lv lead was explanted. No additional adverse patient effects were reported.